Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and verified that the unit was reading low vti at 500 tidal volume (423). The fsr calibrated the ex pressure, ex flow transducer and ran the fio2 (fraction of inspired oxygen) monitor calibration. Verification was performed and all tests passed the required criteria. The unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with the vela ventilator in which low vti (inhaled tidal volume) was monitored. When set to 500, it delivered 436. Furthermore there is no information regarding patient associated with the reported event.